Manufacturer narrative:
Follow-up #1 date of submission 01/02/2013-device evaluation: the pump has been returned and evaluated by product analysis on 12/19/2013 with the following findings:investigation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display had dimmed gradually over time and is difficult to read in outdoor light. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.